Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the patient was complaining of discomfort in the pocket. The device was repositioned into the subpectoral region. The patient was stable with no adverse consequences.